Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous differential results generated by the coulter ac*t diff 2 analyzer over the course of two (2) consecutive days ((B)(6) 2012). This report documents the results generated on (B)(6) 2012 where three (3) different patients were involved. Specific patient information was not provided by the customer. Review of the data reveals that the instrument was running in closed vial mode and generated erratic white blood count (wbc) values with an instrument generated flag (*) on the wbc parameter for all runs on all of the patient samples. Evaluation of the remaining parameters reveals the following: patient 1 recovered high red blood count (rbc), hemoglobin (hgb), hematocrit (hct), low white blood count (wbc), and platelet (plt) results with instrument generated flags on the wbc and rbc results. Patient 2 recovered high red blood count (rbc), hemoglobin (hgb), hematocrit (hct), low white blood count (wbc), and platelet (plt) results with instrument generated flags on all parameters except hgb. Patient 3 recovered high white blood count (wbc), red blood count (rbc), hemoglobin (hgb), hematocrit (hct), and low platelet (plt) results with instrument generated flags on all parameters except hgb. The results provided by the customer are shown in the attachment section of this report. No erroneous results were reported out of the laboratory and there was no affect to patient treatment. The customer obtained correct results by re-running the samples twice on the same instrument. The results were reported out if the values were reproducible and consistent with the patient's clinical profile.

Manufacturer narrative:
Controls were run prior to the events and recovered within range. On (B)(4) 2012, customer technical support (cts) instructed the customer to run controls and perform a reproducibility study. The cell controls cycled recovered high out of range red blood count (rbc) on normal cell control, and high out of range white blood count (wbc) recovery on low cell control. The operator was unable to finish the study due to multiple wbc voteouts. The customer requested service. A bec field service engineer (fse) was dispatched on (B)(4) 2012, and cleared a plug in the wbc mixing bubble line, replaced the wbc mixing bubble check valves, ran and adjusted latex particles, adjusted and verified clog detection, and cleaned the probe rinse block and assembly. The fse also ran startup, reproducibility, and qc. The issue was resolved. The root cause for the erratic wbc is attributed to a plug in the wbc mixing bubble line. The root cause for the high rbc, hgb, hct and low plt results is unknown. Per product labeling: if any flag appears, review the results according to your laboratory's protocol. Troubleshooting guides for irregular sample results: situation - parameters generally erratic with no specific high/low trend. Probable cause - poor or no mix bubbles in bath. Suggested action - check green striped tubing at bottom of baths for leaks or plugs. Inspect or replace the check valves in these lines. This report is related to MDR 1061932-2012-00335 that is being reported on a different date for the similar event that occurred at this customer site.